Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b1, b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h10 visual examination of the returned product identified signs of being implanted (scratched/nicked) along with foreign material on the distal surface of the implant. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: pre-revision images demonstrate a fracture of the medial tibial plateau with involvement of the medial portion of the tibial component. Loosening not well seen. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2- (B)(6). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one month post implantation due to tibial loosening and bone fracture. Postoperatively, the patient's tibia medial bone fractured, and the tibial component was loosening. Attempts to obtain additional information have been made; however, no more information is available.